Manufacturer narrative:
Analysis of programming history

Event description:
During a review of the patient's programming history, a faulted diagnostic test was observed on (B)(6) 2008. This resulted in a change to the patient's settings. A final interrogation was not performed and the patient left at un-intended settings. The patient was then seen on (B)(6) 2009 and the device was interrogated at 0ma. The patient's generator was not programmed back on until (B)(6) 2009.